Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a grain bin dropped onto the customer's pump and the touchscreen became shattered and unresponsive. Additionally, the customer reported an undefined recurring alarm and pump was vibrating. Customer's blood glucose was 178 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.